Event description:
An isi representative evaluated the site's da vinci s 8mm instruments to determine if the 8mm cannula accessories may have caused instrument tube abrasions similar to medwatch MFR report # 2955842-2007-00438.

Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated. Engineering found the distal end of the main tube to have various scratch marks. A couple of the scratches have removed material from the main tube. All scratches are found on one side of the tube, but in different locations. The scratches are not aligned with the tube axis and are likely due to inadvertent contact with other instruments and not a defective cannula. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.